Event description:
It was reported that a shaft break occurred. A 3.00x38mm promus element plus drug eluting stent was selected to treat the unspecified target lesion. The physician advanced the shaft of the device to cross the lesion but the shaft got kinked in the process. The device was completely removed from the patient and it was noted that the proximal part of the shaft was broken. The procedure was completed with a different device and the lesion was treated with implantation of two unspecified stents. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 13.5cm distal to the strain relief. Both sections of the break were kinked. No issues were noted with the profile of the crimped stent, balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A 3.00x38mm promus element¿ plus drug eluting stent was selected to treat the unspecified target lesion. The physician advanced the shaft of the device to cross the lesion but the shaft got kinked in the process. The device was completely removed from the patient and it was noted that the proximal part of the shaft was broken. The procedure was completed with a different device and the lesion was treated with implantation of two unspecified stents. No patient complications were reported and the patient's condition is good.